Manufacturer narrative:
Concomitant medical products. Model: ddmb1d, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a hematoma and infection in the implantable cardioverter defibrillator (ICD) pocket. The device and all leads were extracted. No further patient complications have been reported as a result of this event.